Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to sensor wire detached. The allegation was confirmed. The probable cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The product was evaluated. An external visual inspection was performed and failed due to sensor wire detached. The allegation was confirmed. The probable cause could not be determined post investigation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Disregard the 1st supplemental report for MFR 3004753838-2019- 051504 as the information was included in the initial MDR and therefore there was no additional information to report.

Event description:
Subsequent to the 1st supplemental MDR, it was determined that the supplemental report was submitted in error. Upon further review, the contents of the supplemental report for additional information were included on the initial MDR.